Event description:
The device was applied during an unspecified procedure. Reportedly, the instrument did not fire properly. The surgeon aplied another instrument to complete the procedure. The hospital has reported that no pt injury occurred.